Event description:
Pt revised for pain, patella malpositioned.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event; however, provided info stated patella device mal-positioning was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.